Event description:
It was reported that the tissue tore/shredded before use. The dr had pulled the tissue apart to expose the mesh so that he could put a suture in it and the tissue tore/shredded. The dr opened another package of the same product and performed/completed the procedure without any further complications being reported.